Manufacturer narrative:
Returned product consisted of a rebel bms catheter. The balloon is loosely folded, the stent was not returned. The hypotube, outer shaft, inner shaft, balloon, and tip were visually and microscopically examined. There are numerous hypotube and shaft kinks. The tip is damaged. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any damage or irregularities contributing to the reported difficulty, which could not be confirmed because the clinical circumstances could not be replicated.

Event description:
It was reported that stent dislodgment occurred. Vascular access was obtained via radial artery. The 60% stenosed, 48mm x 2.75-3.5mm, de novo target lesion with a bend of >=90 degrees was located in the severely tortuous and non-calcified left circumflex artery. After implantation of a 2.75x28 rebel drug-eluting stent (des), a 3.5x20 rebel des was advanced in the distal segment in the rear descending branch. However, resistance was felt and the device failed to cross the previously implanted stent. Upon removal, it crashed with the tip of the guide catheter and the stent separated from the balloon without expanding. The dislodged stent migrated to the secondary branch of the hypogastric artery where it embolized. The procedure was completed with a 3.5x24 non-bsc device. No further patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent dislodgment occurred. Vascular access was obtained via radial artery. The 60% stenosed, 48mm x 2.75-3.5mm, de novo target lesion with a bend of >=90 degrees was located in the severely tortuous and non-calcified left circumflex artery. After implantation of a 2.75x28 rebel drug-eluting stent (des), a 3.5x20 rebel des was advanced in the distal segment in the rear descending branch. However, resistance was felt and the device failed to cross the previously implanted stent. Upon removal, it crashed with the tip of the guide catheter and the stent separated from the balloon without expanding. The dislodged stent migrated to the secondary branch of the hypogastric artery where it embolized. The procedure was completed with a 3.5x24 non-bsc device. No further patient complications were reported and the patient's status was stable.